Manufacturer narrative:
Concomitant products: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's urgency increased a little on day 8, but was then back to normal. The caller then advised that they were not feeling stimulation so they increased stimulation and all was well. A second call from the consumer indicated that the patient had a slight infection near the incision site. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had to take pregnazone during the infection during the trial.